Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the expiration date of the device is currently not available. Therefore, the full UDI is currently not available. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is currently not available. Therefore, the full UDI is currently not available. A review of the manufacturing documentation associated with this lot (9630739) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable).. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy targeting an occlusion in the internal carotid artery (ica) to treat cerebral infarction, devices were used in accordance with their instructions for use (ifus), the radifocus 35® guidewire (terumo) and 4f jb2 catheter (unspecified brand) were inserted and an attempt to approach the left common carotid artery (cca). The patient has a type 3 aorta with a thoracic stent graft already implanted, and the approach took about one hour. It was reported that the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9630739) ruptured or was damaged during delivery, making it unable to be inflated. However, the emboguard was able to be inserted into the origin of the ica and the thrombus was retrieved using a cereglide catheter and an embotrap device. Continuous flush was maintained during the procedure. The physician commented that ¿the emboguard might have come into contact with the stent graft during delivery, which could have caused the balloon damage; however, it was not possible to determine when and where the damage occurred.¿ there was no negative impact to the patient. On 16-jul-2025, limited additional information was received. Per the information, a 4fr jb2 access catheter (unspecified brand) was used. The emboguard bgc was not replaced to continue with the procedure, the procedure was completed ¿completed with the thrombus retrieval using the cereglide and the embotrap device.¿ on 24-jul-2025, additional information was received. Per the information, the surgical access point was femoral. A medikit 8.2 introducer sheath was used. There was severe tortuosity (type 3) from the descending aorta. Detailed information regarding whether the emboguard ruptured or there was a small hole could not be obtained, ¿we could not get the detail information, but the emboguard could not be inflated.¿ the embotrap device used was a 5mm x 37mm embotrap iii revascularization device (et309537 / 25a211av). Information on whether there was a clinically significant delay in the procedure also could not be obtained, ¿it was a case with inherently difficult access.¿ no further information can be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the complete primary UDI number, the review of manufacturing documentation associated with lot 9630739, and the device manufacture date. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (9630739) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.